Event description:
Inflated angiosculpt to 8 atm times 2. Inflated angiosculpt to 5 atm times 1 after repositioning. Angiosculpt removed upon dye injection, possible perforation noted by physician. Placed supera 5.0 mm stent times 2 in area, good result. Physician stated "may not be a perforation, I would call it an abnormal disruption of flow." A follow up duplex was performed the next day, and another physician confirmed that there was no perforation.

Manufacturer narrative:
Abnormal disruption of flow occurred during the use of the angiosculpt catheter. Attempts to request additional info (such as angiogram, cath lab report, and cath lab log) has not been successful. Lot number and expiration date is unk. Lot number was not provided by the hospital. Product was discarded by the hospital. The angiosculpt catheter was discarded by the hospital thus unable to evaluate device. An MDR is being submitted because an abnormal disruption of flow occurred during the procedure. The physician stated it may not be a perforation and a follow-up duplex ultrasound was performed the next day confirming there was no perforation. The physician did place two stents due to the abnormal disruption of flow; therefore, additional medical intervention was performed by the physician as a result of the angiosculpt device. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.